Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer stated that the following trasnducers (xdcr) were calibrated; o2 relay/air regulator, air inlet xdcr, o2 inlet xdcr, and blended gas xdcr. Vyaire technical support suggested that the gas delivery engine should be replaced. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that avea is having inaccurate fio2 delivered and monitored. The customer confirmed that there was no patient involvement associated with the reported event.